Event description:
It was reported that during follow-up, cross-talk on the ventricular channel due to qrs double counting was observed. Programming changes were made. No further episodes were seen at a subsequent follow-up. Patient was in good condition. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.